Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient was born on an unreported date in 1933. The address for the reporter was reported as: (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. One day prior to death, physioneal and nutrineal therapies were discontinued, but it was not reported if peritoneal dialysis therapy was being performed with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was not reported and it was unknown if an autopsy was performed. No additional information is available.